Manufacturer narrative:
No device has been returned. Review of manufacturing records has been requested.

Event description:
A patient implanted with a patient specific implant on (B)(6) 2011 was returned to the operating room on (B)(6) 2011 for removal due to infection. After removal nothing was placed in the patient. Reportedly the surgeon plans to replace with a new implant.